Event description:
It was reported that a patient experienced pericardial effusion and cardiac tamponade. During a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation, a farawave catheter was selected for use. No effusion was noted at baseline at the start of the procedure. Transeptal was performed using a non-boston scientific (bsc) sheath and non-bsc needle. This was then exchanged for another non-bsc sheath. Patient was stable during the entire ablation of the veins and posterior wall. Physician attempted to reach an area at the end of the procedure for an additional focal lesion on inferior posterior wall of the left atrium near the septal inferior mitral annulus region. There was significant torque on the sheath, and the physician was not able to reach successfully this area. It was decided that the physician was done with the procedure and would not attempt the focal area. Immediately following this point, there was a significant drop in the patient blood pressure noticed by anesthesia. The physician assessed the pericardium using intracardiac echocardiography (ice) and noted a very large pericardial effusion. The patient went into cardiac tamponade and ultimately a sternotomy was performed. Pericardiocentesis was also performed in response to the event. The ablation had been taking place for two hours when this event was observed. The event occurred when the catheter was mid left atrium. However, prior to this event, the catheter and sheath were located along the inferior posterior wall of the left atrium near the inferior septal mitral annulus region. A perforation was repaired on the roof of the left atrium and was approximately 5cm in length. The exact cause of the perforation is unknown, but the physician believed that while they were torquing the sheath in the inferior posterior focal area, the physician flipped the ice imaging catheter, which may have perforated the roof of the left atrium. The patient remained stable and was airlifted to another neighboring hospital for surgery. No further status on patient status is known. The farawave catheter is not expected to return for analysis as it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.